Event description:
Event description guidant received information that the patient that was lost to follow-up presented with the implantable cardioverter defibrillator (ICD) displaying a warning message that indicated a possible device malfunction had occurred. It was further reported that the model 0144 pacing lead was not capturing.